Event description:
Related manufacturing reference number: 2017865-2023-05672. It was reported that the patient presented one week post implant. It was noted that the right ventricular and right atrial leads had perforated the myocardial wall. The physician performed a pericardial window to drain the fluid. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was recovering post procedure.

Manufacturer narrative:
The lead was returned due to cardiac perforation. Final analysis found a complete lead was returned in one piece with the helix extended and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. A tip stiffness test was performed, and the test results were within specification.